Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 500 mg/dl and low blood glucose level was 40 mg/dl. The customer declined troubleshooting for high and low blood glucose level. The customer was treated with insulin pump for high blood glucose level and glucose for low blood glucose level. Customer states they had a thyroid problem. Customer states there was a crack around the battery compartment, the plastic falls out and the battery life has diminished. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube thread noted. Device passed displacement test.